Event description:
It was reported that stent dislodgement occurred. A 3.50 x 16mm synergy drug-eluting stent was used, however, the stent came off the balloon. No patient complications were reported.